Manufacturer narrative:
(B)(4) (B)(6) user facility is listed in initial reporter. (B)(4)

Event description:
According to the reporter, an initial ileocecal resection was performed on (B)(6) 2016 with a stapler and two reloads. During the first application the terminal ileum was closed and cut. At the second application the ascending colon was closed and cut. With the third application the ileocolostomy was made. The closure was made with another stapler and reload. The anastomosis was inspected and checked okay. On (B)(6) 2016 a reoperation was performed due to a failed staple line in the area of the third application of the side-to-side anastomosis. The condition was corrected with a re-laparotomy and over-sewing of the staple line. No reinforcement material was used.